Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 812:04 on channel c was confirmed by baxter personnel during product evaluation. The root cause was assigned to the pump head module out of calibration. The pump head module was recalibrated to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative reported a colleague infusion pump with a failure code 812:04 on channel c. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.